Event description:
(B)(4) dealer has limited information about the patient purchasing this walker as a cash sale. Patient returned the walker after a few days use because the left front caster detached. There was no fall or injury.